Event description:
It was reported that on (B)(6) 2011, patient presented with the following pre-op diagnoses: 1. Herniated nucleus pulposus, l5-s1; 2. Sciatica; 3. Severe disk degeneration; 4. Retrolisthesis, l5 and s1; 5. Spinal stenosis/foraminal stenosis, l5-s1. Patient has complaints of severe intractable back pain radiating to left lower extremity associated with a work injury. The patient underwent the following procedures: 1. Anterior lumbar discectomy; 2. Anterior lumbar interbody fusion, l5-s1 using rhbmp-2/acs ; 3. Insertion of a 13mm interbody implant, l5-s1; 4. Anterior instrumentation, l5-s1. No complications were reported. (B)(6) 2012: patient presented with numbness, pain, and claims of nerve damage. Diagnosis: 1. Chronic back pain, paresthesias; 2. Depression; 3. Elevated bp. (B)(6) 2012: patient presented with back pain and wanting to change medications. Doctor performed examination. Diagnosis: 1. Paresthesias; 2. Back pain; 3. Elevated bp. (B)(6) 2012: patient presented with back pain and stated the pain level went up as activity was increased. Diagnosis: pseudoarthrosis. (B)(6) 2013: patient phoned in and stated the pain is getting worse. (B)(6) 2013: patient phoned in stating the pain meds were no longer working. Patient referred to a pain management specialist. (B)(6) 2013: patient presented with back pain. Received prescription refill.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.